Event description:
A peritoneal dialysis patient called from home to tech support regarding a "drain line blocked" alarm during drain 2. During the call the patient mentioned that he was in the hospital for peritonitis. He added that his had nothing to do with the cycler.

Manufacturer narrative:
The actual liberty cycler was returned for evaluation and determined to be functioning according to product specifications. There was no dried fluid inside the cassette door or inside the pneumatic lines between the pump body and the hydrophobic filters. The cycler passed a mushroom head check. There were no abrasions on both mushroom heads. The simulated treatment was performed and completed without any failures or problems. There were no warnings or alarms during the simulated treatment. No fluid leaks in the test cassette. The patient's peritoneal dialysis nurse stated she did not believe that the cycler caused or contributed to the peritonitis event but rather it was due to the patient "cutting corners". There were no reports of a cassette fluid leak. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.